Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted on an unknown date. The patient's condition was stable. No additional information could be obtained.

Manufacturer narrative:
No conclusion code available. Final analysis found the pulse generator was in backup vvi mode due to software anomaly. The product code was successfully downloaded and the device exhibited normal characteristics. Normal electrical characteristics were observed throughout all tests. The root cause of the backup vvi could not be determined.